Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion being treated was located in a shunt. The physician advanced a 6.0 x 40mm x 75cm mustang balloon catheter to the target lesion. Upon the first inflation at 15atms the balloon ruptured. The device was successfully removed and the procedure was completed with another of the same device. No complications were reported and the patient's status is good

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: initial examination of the returned device noted that the balloon material was fully deflated. A visual and tactile examination of the shaft of the device noted no anomalies. An attempt to inflate the balloon to its rated burst pressure failed due to a pinhole leak located at approximately 25mm distal to the proximal transition zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion being treated was located in a shunt. The physician advanced a 6.0 x 40mm x 75cm mustang balloon catheter to the target lesion. Upon the first inflation at 15atms the balloon ruptured. The device was successfully removed and the procedure was completed with another of the same device. No complications were reported and the patient's status is good.